Manufacturer narrative:
The customer declined ge service. No repair information available. No patient information provided to date after calls to customer 06/14/24 and 07/08/24. Primary UDI number was corrected.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in agent delivery significantly lower than the set values during a case. There was no patient injury.